Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not working as should, the graft was stuck on the device and ripped as a result. There was no delay due to this, and the surgeon managed to get a the graft used partly. They had to take another graft to complete the surgery. The skin of the patient was in good shape had lubricant and the surgical technique was followed. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow up report is being submitted to report additional information. On may 22, 2018, it was reported that the device was not working properly. The graft was stuck on the device. The graft taken was ripped as a result. The customer has informed medicrea that this faulty behavior led to this incident. On june 1, 2018, it was clarified that the event was not identified after a recent purchase or repair. The surgical technique was followed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) noted for serial number (B)(4) no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports. Product review of the skin graft mesher by medicrea on june 8, 2018 revealed the side plate and carrier guide was worn and corroded. The cutter was worn as well. The cutter produced an incomplete mesh. The calibration was out of specification. Repair of the skin graft mesher was performed by medicrea on june 18, 2018 which included replacement of the right side plate, left side plate, carrier guide and bearings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the device produced an incomplete mesh. The root cause of the graft being stuck on the device and ripping cannot be specifically determined with the provided information since it is unknown how the components became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.